Manufacturer narrative:
One cadd ms3 pump was returned for the evaluation of the reported issue. The device was received with scratches on the screen of the front housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was duplicated. Investigation found that the device had an ec80 that caused the cartridge to stop halfway. The pwa board and front housing will be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd ms3 pump, it was noted that the cartridge stopped halfway and had a damaged screen. No patient was involved in this event. No adverse effects were reported.